Manufacturer narrative:
Return of the device was requested by natus technical service. The device was not returned. Natus medical initiated a field safety corrective action for the neoblue blanket systems in (B)(6) 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above.

Event description:
It was reported to natus that the fiber optic bundle of a neoblue blanket light pad had melted. Irradiance of the light pad was reported to have decreased over the treatment period of 33.5 hours from 31.2 uw/cm^2/nm to 7-15 uw/cm^2/nm, which is lower than specifications. At the end of this treatment period, the users noticed a burning smell and the light pad was hot to the touch. The light pad was removed from the patient and swapped with a different light pad. It was confirmed by the complainant that there was no death, serious injury, delay in treatment, or environmental/safety concerns.